Event description:
Treatment of a left unruptured cavernous (cav) aneurysm measuring 16mm x 6mm. During the procedure, it was reported that a balloon was used to achieve full wall apposition (an option presented in the instructions for use) with the distal end of the pipeline.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).